Event description:
It was reported that the patient felt presyncopal when exercising on the treadmill. The rate response of the device was adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.